Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse ablation, the faradrive sheath had poor air impermeability. No patient complications occurred. The procedure was completed using original device. The product is expected to return for analysis.

Manufacturer narrative:
E1: (B)(6). Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves. Laboratory analysis of the returned faradrive steerable sheath revealed tears in the hemostatic valves, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of visible air bubbles and determined the tears in the silicone of the hemostatic valves most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that during the pulse ablation, the faradrive sheath had poor air impermeability. Air bubbles were visible at the flushing line of the sheath after the sheath was inserted into the patient. Pressure bag was used for irrigation. No fluid leak nor air in patient was seen. No patient complications occurred. The procedure was completed using original device. The product was received for analysis.